Manufacturer narrative:
A product investigation was completed: one cannulated t8 stardrive screwdriver shaft (part 03.226.004, lot 2179561, manufacture date 17may2006) was returned. Upon evaluation of complained device it was seen that the distal tip of this screwdriver is missing up to 4mm in depth, with a fracture pattern indicative of being over-torqued during insertion, the remainder of the device is in good condition. This complaint is confirmed. The calibrated screwdriver shaft is for use in the 2.4/3.0mm headless compression screw system. The drawing for this device was reviewed. It is likely that an excessive amount of torque was applied to the device which led to this complaint; however this complaint is not a result of any design related deficiency. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw driver broke while implanting a 3.0mm headless screw into a foot during a bunionectomy. Screw was fully inserted at the time the screwdriver tip broke so broken piece was retrieved and the incision was closed. No significant delay was caused as a result. The surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records (DHR) has been completed: manufacturing location: (B)(4). Manufacturing date: 17.may.2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.